Manufacturer narrative:
Results - the review of the manufacturing records verified that this lot met all pre-release specifications. A review of the imaging stated the following: echocardiography revealed a central defect that was measured to be around 0.94 cm to 1.42 cm in diameter with a septal length around 2.77 cm to 2.99 cm in length. The defect was balloon sized to 1.22 cm to 1.34 cm in diameters. With the size of the patient and the length of the septum, the physician decided to close the defect with a 25 mm gore helex septal occluder. The occluder was implanted with good results. The gore helex septal occluder laid flat with good apposition over the septum and aorta. The following day, a follow up chest x-ray revealed the occluder had rotated and the appearance of the occluder had changed. Echocardiograph images demonstrated the atrioventricular and aortic valves were functional. The occluder was not impinging on any structures. The right and left discs remained apposed against the septum with good apposition over the aorta. Near the inferior vena cava, however, the leaflets of the inferior portion of the right disc were protruding a bit out into the inferior vena cava. Doppler color flow demonstrated no turbulent flow around the disc, and the inferior vena cava flow was patent and not occluded. While some flow was observed between the leaflets of the right disc, there were no signs of flow shunting through the occluder. With the inferior portion of the right disc protruding into the inferior vena cava, the physician decided that the defect may not heal properly and send the patient to have a non-emergent elective surgery to have the defect repaired. The patient was doing well following the surgery.

Event description:
It was reported the physician implanted a gore helex septal occluder to close an atrial septal defect on (B)(6) 2013. On (B)(6) 2013 the device was removed in a surgical procedure because the device had rotated and showed poor right disc apposition on the septum. The defect was closed by the surgeon. The patient was doing well following the procedure.